Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and a picture on screen with big red x on it and an arrow pointing to a book with question mark on it. Customer stated that insulin pump performed safety checks and an error was found and insulin pump felled off clip. Customer stated that just image was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.